Manufacturer narrative:
During process of this complaint attempts were made to obtain explant information . Further information was requested but not received . Therapy date is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Reference MFR. Report: 1627487-2019-10092. It was reported the patient' was not receiving effective therapy. As a result the system was explanted at an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.